Manufacturer narrative:
Investigation in process but not yet complete.

Event description:
The surgeon reports via our sales rep that the plate broke although the pt - according to her own statement - has not heavily loaded the fracture.